Event description:
It was reported that the labs taken on (B)(6) 2012 indicate elevated cobalt (9.3 ng/ml) and chromium (1.8 ng/ml) ion levels; otherwise asymptomatic on the left side. The patient is due for a 2-year follow-up visit in (B)(6) 2013.

Manufacturer narrative:
An event regarding revision due to elevated metal levels involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to elevated metal levels is considered to be under the scope of this recall.

Manufacturer narrative:
It was noted that the devices are still implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Additional information received on 26th april 2014 : it was reported that the patient will have a future revision surgery for the left hip.